Manufacturer narrative:
--

Event description:
Additional information was received that this generator was taken out of service when the patient's new permanent system was implanted approximately two weeks later. There were no additional adverse patient effects reported.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. The product was explanted and used as a temporary pacing device until a new system was implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.